Manufacturer narrative:
The reported complaint is unconfirmed. The investigation of the returned coil system found the implant to be damaged and stretched at the proximal section. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.

Event description:
See h10

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil was inserted into the parent catheter. The coil was reported to prematurely detach from the delivery pusher. The coil was removed without incident. A new coil was used to continue the procedure. No harm or injury was incurred.